Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture a few days post implant. A lead revision procedure was performed and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.